Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, restricted posterior leaflet, and prolapsed posterior leaflet. A mitraclip xtw and a mitraclip xt were implanted, reducing the mr to a grade of 1+. However, after the removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure. The patient was hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.